Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The rv lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital after receiving six inappropriate shocks. Device interrogation found the right ventricular (rv) defibrillation lead measurements had changed. The pacing impedance measurements and the r-wave values had decreased and the pacing threshold measurements had increased. Noise was observed on the rv lead, which was oversensed and resulted in the inappropriate shocks. The noise was reproduced with arm movements. It was also noted that the right atrial (ra) pacing lead exhibited loss of capture, and fluoroscopy revealed the lead was dislodged and at the same position as the svc coil of the rv lead. Now, a revision procedure was performed and the rv lead was explanted and replaced. Insulation damage was observed on the lead. The ra lead was not able to be removed and was surgically abandoned and replaced. The device remains in service with the new leads. No additional adverse patient effects were reported.